Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the sleek rx pta dilatation catheter products that are cleared in the us. The product classification code for the sleek rx pta dilatation catheter product is identified. The lot number was provided and a lot history review was performed. The sample and a photo were provided for evaluation. The investigation is confirmed for break and material deformation, inconclusive for material rupture, and unconfirmed for detachment. Based on the available information, the root cause could not be determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of reported information indicates that model 68202088, pta balloon dilatation catheter, allegedly experienced material rupture, break, detachment, and material deformation. This information was received from a single source. This malfunction involved a (B)(6) male patient weighing (B)(6) with no consequences.